Event description:
It was reported to advanced bionics, that the pt's device was explanted due to infection, however, the electrode array was left in cochleostomy. The pt reportedly developed an infection a day following the implant surgery. The pt was recommended to not use the external equipment at that time. The pt was treated with antibiotics (type unknown) for two weeks. Advanced bionics is currently in the process of gathering more info. When more info becomes available advanced bionics will submit a supplemental report.